Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that the patient originally presented to the physician with a history of abnormal endoscopy. Upon inspection the patient was found to have a distal nodule which was removed by emr. Pathology showed imc with clear margins at the emr site and high grade dysplasia along other areas of flat barret's esophagus. The patient returned several months later on (B)(6) 2016 for initial radio frequency ablation (rfa) treatment for the remaining barret's. Endoscopy showed a healed emr site and c2m5 be, but was normal. The patient underwent treatment with the use of the barrx 90 rfa catheter. The procedure was completed, standard to protocol at 12j/cm2 for 44 ablations. Post ablation mucosa appeared normal without bleeding or any unusual findings. Fifteen days post-procedure, (B)(6) 2016, the patient presented to the hospital with hematemesis and acute anemia. An emergency endoscopy was performed which showed a bleeding vessel within the area that was previously treated for barret's. Cautery was applied and stopped the bleeding. The patient was transferred to the ICU an received transfusions. The patient received a total of 2 units of blood throughout hospital stay. The patient was discharged after 2 days/ without any further complications.